Manufacturer narrative:
(B)(4). Initial report sent 9/11/2015; follow-up sent: 1/7/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history record indicating that the product was released meeting finished product specifications. In addition, trending is performed on a regular basis as outlined in sop (B)(4): handling complaints to identify whether the trending has hit triggers that require additional investigation.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.